Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "nuisance air in line alarms" through the history log. The ultrasonic sensor readings were found to be out of specification (low) due to a failed upstream sensor. With low ultrasonic sensor readings, it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.